Manufacturer narrative:
Current information is insufficient to permit a cause to the event.

Event description:
It was reported that patient underwent a proximal femoral fracture fixation procedure on (B)(6) 2016. During the procedure, the surgeon could not secure the plate onto the lag screw. The lag screw was removed and another lag screw and plate were used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Dimensional evaluation indicated the device met specifications and was most likely conforming when it left the manufacturer. Evaluation of the returned device revealed evidence of burring and scoring around the top of the screw. Root cause is mostly likely due to excessive force during screw insertion and not correctly securing the components together.